Event description:
It was reported that during a da vinci si surgical procedure, broken wires on the large needle driver instrument were noted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed grip cable. The frayed cable sections are in various lengths sticking out at the wrist. No obvious damage was found on the pulley. The instrument has 7 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.